Manufacturer narrative:
(B)(4). Physio-control provided the 3rd party service agent with technical assistance. The 3rd party service agent will be evaluating and repairing the customer's device. The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The following was reported to physio-control by a 3rd party service agent: "unit being used for AED training on an als manikin. Analysed a shockable rhythm, device advised ¿start CPR¿ but countdown clock appeared inverted i.e. Yellow on black but rest of screen stayed normal. Unit then began to produce charging sound as if it was in manual mode although unit was never switched from AED mode. Charging bar appeared on screen but was also inverted. It never got to the point of saying connect electrodes or making the shock ready tone. It then spontaneously changed to a ¿connect electrodes¿ message although electrodes were still connected. Dotted line only on screen. Unit was then repowered and functioned normally for the rest of the day using the same batteries, leads and manikin. No buttons were pressed during the incident until the unit was powered down." There was no patient use associated with the reported event.

Manufacturer narrative:
The third party service agent advised physio-control that the customer has declined any repairs of the device. The device has been returned to the customer, unrepaired. The cause of the reported issue could not be determined. The device was not returned to physio-control for evaluation.